Event description:
It was reported the pt has not used or charged her ipg in approximately 1 or 2 years. The sjm representative met with the pt and was unable to establish communication with the ipg. It was also reported the pt experienced discomfort at the ipg site. The pt will consult with the physician regarding surgical intervention as the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.